Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. Postoperatively, the patient is receiving effective stimulation.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to be paired to the external devices. Troubleshooting was unable to resolve the issue. The patient underwent a rf ablation procedure on (B)(6) 2018 on both sides of their body. It was determined the ipg is inoperable. Surgical intervention may be pending to address this issue.